Event description:
During a plif level l4-l5-si, one of the 03.632.002 t-25 stardrive screwdrivers began slipping when the surgeon was inserting the locking cap. Surgeon found the tip was stripped and changed to another stardrive screwdriver to complete the procedure. Nothing broke into the wound, nothing to retrieve. Upon further inspection of three other t-25 stardrive drivers in the set, consultant found that all 3 stardrive screwdrivers were worn on the tip, and will not be effective for use in procedures. This complaint is on a driver with a worn tip. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Review showed that there were no issues that would contribute to this complaint condition. An evaluation was performed on the device. The tip of the stardrive form is worn, showing the edges rounded. Scratches were found across the stardrive form and the stardrive tip shaft. The tips of all lobes were dented and chipped. The shaft diameter and material properties measure within printed specification.